Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602 ¿ cocr head ¿ unknown lot, 00620005022 ¿ shell ¿ unknown lot, 00630505036 ¿ liner ¿ unknown lot, 00625006520 ¿ bone screw ¿ unknown lot, 00625006530 ¿ bone screw ¿ unknown lot, 00784801200 - modular neck - unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03418, 0001822565 - 2019 - 03419.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported a patient underwent a revision procedure approximately 3 years post implantation due to elevated metal ions, difficulty ambulating, corrosion, and necrotic tissue. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). D11: 00784801200 ¿ m/l taper g2 neck ¿ 63456475. 00801803602 ¿ cocr head ¿ 63500134. 00620005022 ¿ shell ¿ 63369350. 00630505036 ¿ liner ¿ 63353646. 00625006520 ¿ bone screw ¿63315042. 00625006530 ¿ bone screw ¿ 63506590.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.